Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the paddle lead was adjusted. Nothing was explanted. Following the revision, the patient lost stimulation and images showed the paddle lead remained subdermal but it came out of the epidural space. Additional information was received that the patient underwent an explant procedure. The explanted paddle lead was not returned.

Manufacturer narrative:
Exact date unknown, event occurred on the patients first time charging.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the paddle lead was adjusted. Nothing was explanted. Following the revision, the patient lost stimulation and images showed the paddle lead remained subdermal but it came out of the epidural space. The patient will undergo another revision.